Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited low pacing impedance upon first fixation. During repositioning of the rvlp, a docking issue was noted, and the lp misaligned with the catheter. The rvlp helix was stretched afterwards. No intervention was performed. The rvlp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.